Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "the surgeon implanted a 542-11-48d trident psl acetabular implant used the above listed 28mm odeg trial insert with a built in long thread screw to trial with. Upon removal of the above trial insert using a straight torx screwdriver, the dome of the trial insert with the screw in it broke away from the remainder of the trial insert. The dome with the screw in it was retrieved from the operative field along with the remainder of the trial insert and will be returned for inspection."